Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 60-year-old male patient presenting with postcardiotomy cardiogenic shock (pccs). The patient had a history of known coronary artery disease and diabetes mellitus and was classified as scai shock stage e. The impella 5.5 was successfully placed in the operating room; however, when the primary pocket for the right axillary artery was being closed, the graft was inadvertently nicked with a suture needle, resulting in oozing. The surgeon placed an additional stitch on the graft, and hemostasis was obtained. The reported events are major bleed requiring hemostasis and surgical intervention. This bleeding is consistent with procedural and access-site risks associated with surgical axillary placement of the impella 5.5, and bleeding is a known potential access-site complications and the anticoagulation/purge requirements associated with impella support, which are known risks described in the instructions for use. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
The cause of the access site bleeding was use related as the graft was nicked with suture needle causing oozing which was resolved with a stitch on the graft. The pump passed all the post sterile inspection checks.